Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that upon taking the delivery system out of the package to the operative room, the rear handle of the main body¿s delivery system detached. The physician was able to reset by hand and was able to successfully implant the device in the patient. There was no damage to the outer packaging. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: not following IFU (using a damaged/broken product). (B)(4).